Event description:
A customer had a problem with the dual lumen catheter. The customer reports the utem-connectors show tears, although correct usage. Partially small particles burst out the connectors.